Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1113516. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd 30 ml bd luer-lok¿ tip syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: a piece of plastic was inside the barrel of a 30cc syringe that appears to have come off the plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 30 ml bd luer-lok¿ tip syringe experienced foreign matter in the fluid path. The following information was provided by the initial reporter: a piece of plastic was inside the barrel of a 30cc syringe that appears to have come off the plunger.